Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019. (B)(4). An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 intraocular lens (iol), 26.0 diopter power was explanted from the patient¿s left eye due to decreased visual acuity. The replacement lens was another pcb00 iol, but lower diopter (22.5). It was noted that the patient was fine post-op. No other information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 11/19/2019. Device evaluation: the pcb00 lens was returned and the lens was observed cut with residues that looks like body fluids and viscoelastic on the lens related to the handling of the unit in a surgical procedure. The condition observed is consistent with a lens that has been explanted. The reported issue was not verified however, lens cut was confirmed, but it could not be determined if the condition observed is related to manufacturing process, as the reported lens was used and cut in a surgical procedure. Based on the product returned evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no other complaints was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.